Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a lesion excision on an unknown date and suture was used. The patient experienced a wound dehiscence where suture had broke. The patient underwent reoperation to fix the wound. Additional information has been requested.